Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is presumed that disconnection part of image sensor unit cable contacted with bending tube by angulation which led to a short-circuit. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual_ inspection of the endoscopic system inspection of the endoscopic image: ¿operate the up/down angulation control lever slowly in each direction until it stops¿. The event can be prevented by following the instructions for use (IFU) which state: ·important information - please read before use ¿precautions for disappeared or frozen endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite bronchovideoscope had a black screen when it was angulated. The issue was found prior to use. The procedure was a tracheoscopy. Upon inspection and testing of the returned device, it was noted that an e216 scope communication error occurred when the device was angulated in the up direction. There were no reports of patient harm associated with the event, although a delay in procedure was reported.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the image noise occurred due to the charge coupled line being worn. It was also noted that the red charge coupled device device line in the bending tube about 30 mm from the distal end was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.